Event description:
During anesthesia for ta (20 min into case) o2 flow dropped, rptr turned the o2 knob up to get o2 flow, and it would not go up; instead, the n2o increased. Rptr then attempted to turn the n2o knob off and neither knob would turn. She immediately disconnected the anesthesia machine, and completed the case with ambu bag and o2 from wall. The pt never dropped sa o2 below 92. He did fine and was disharged as day surgery pt, as planned. The MFR svc rep was called and came to inspect and repair the machine. They had been at rptr's facility 7/26/94, when rptr was on vacation, due to o2 knob problem with relief crna. At the end of a 30 min case, no problems with pt. On 7/27, a svc rep said he adjusted the knob. On 8/2, rptr stated she wanted the valve replaced. The part was ordered and replaced. The 2 svc reps stated they had not seen this problem before. The o2 knob was loose, but also the spring behind the stem for knob failed to work and both o2 and n2o knobs could not be turned. They have routine maintenance performed every 3 mos by the MFR's svc techs.